Event description:
Olympus was informed that the uhi-3 stopped insufflation suddenly and did not work during laparoscopy-assisted myomectomy. The subject uhi-3 did not still work even though the facility restarted the device, so that the facility replaced the device to another device to complete the procedure. There was no report of patient injury in this event.

Manufacturer narrative:
The subject device was returned to olympus. The phenomenon wasn't reproduced and the device worked properly. Olympus also checked the manufacturing history of the subject device, and there was no irregularity found. The issue is under investigation so olympus will submit a supplemental MDR report after the cause of this phenomenon is determined. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2015-00558 to provide device evaluation results. Olympus could not reproduce the reported phenomenon in further investigation, but confirmed that the subject device recorded an error log meaning abnormality of voltage power supply. The power supply for the subject device might be unstable depending on power supply environment in the facility. Consequently, the power source voltage monitoring circuit worked improperly and the device might stop insufflation to detect abnormal power voltage. The instruction manual of uhi-3 already mentions cautions for the device handling. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.